Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: this lead showed noise during in-person interrogation. A selection of stored egms shows non-physiological noise with likely pacing inhibition of approximately 4 seconds. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. The lead was capped on 17-feb-2025. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.